Manufacturer narrative:
Further information was reported that the left cylinder was not inflating.

Event description:
It was reported that the patient experienced that the left side was no longer working with an ambicor penile prosthesis (app). The entire app system was explanted and a new 14cmx12.5mm app was implanted. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the left cylinder was not inflating.

Event description:
It was reported that the patient experienced that the left side was no longer working with an ambicor penile prosthesis (app). The entire app system was explanted and a new 14cmx12.5mm app was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.